Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to hypoglycemia. Customer's blood glucose at time of admission was 79 mg/dl. Current blood glucose was 144 mg/dl. Customer was not in a car accident. Nurse declined troubleshooting for low blood glucose level; she just wanted to change basal rates on the insulin pump. Customer was treated with orange juice. Customer was wearing the device at time of hospitalization. No further information reported.